Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried body fluid around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and it was found to be dislodged. It was noted that this rv lead was originally implanted in the left bundle branch area pacing. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and it was found to be dislodged. It was noted that this rv lead was originally implanted in the left bundle branch area pacing. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.